Event description:
It was reported an infant with severe pulmonary hypertension was on ECMO from (B)(6) 2013 and used three oxygenators. Act's were kept in the high range of 220-240 and the oxygenators still clotted. Two of the devices had clots on the arterial side. Each time the oxygenator was changed the infant decompressed and required volume resuscitation. The infant had a touch of pulmonary hypoplasia. The pt was reported to be doing well, but was still on oxygen via nasal cannula. The procedure was conducted with noncoated circuits which is not normal protocol. Circuits were provided by another vendor. (B)(4).